Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results. The returned speedband superview super 7 was analyzed, and a visual and microscopic evaluation noted that the device was returned without the ligator housing. In addition, the handle does not have any evidence of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon investigation, it was noted that the ligator housing was not returned for analysis. As a result, the probable cause cannot be determined due to insufficient evidence. Additionally, a labeling review was conducted. Based on the condition of the returned device, it was found that the device was not used in accordance with the instructions for use (IFU) and product labeling. Specifically, the trip wire was not secured as required. The IFU clearly states: "secure trip wire in slot on handle unit." However, inspection of the handle revealed no indication that the trip wire had been properly secured. This improper setup can significantly impact the deployment mechanism of the bands. When the ligator housing is installed in the endoscope, an unsecured trip wire may prevent the handle from functioning correctly, thereby affecting band deployment. Therefore, due to the lack of returned components and improper use of the device, the most probable root cause of this complaint is classified as cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.